Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable and tandem-provided wall power adapter. There was no adverse impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.